Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 27mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 9 years and 10 months due to degeneration leading to stenosis, regurgitation and mild pvl observed before the procedure. As per medical opinion the cause of pvl was unclear. A 26mm valve was implanted within the surgical edwards valve. The patient was noted as to be in good condition. As reported, the pvl was still visible after the procedure but due to age it was accepted.

Manufacturer narrative:
Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.